Event description:
It was reported that the device was explanted after an implant duration of zero days, because it did not fit the conduit properly. No further details were provided. Information learned from implant patient registry.

Manufacturer narrative:
Unsuccessful valve replacement; sizing issue. Device not returned.